Event description:
A malfunction alarm was reported by the customer, identified by a malfunction code of 0, which was resettable. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to reach out if the malfunction recurs, which the customer understood and acknowledged.